Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 180 mg/dl at the time of incident. Customer stated that the sensor received change sensor alert. Customer was not using auto mode. Customer refused troubleshooting. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
The customer said he was awaken because he has emergency medical treatment in the house for treating him.